Manufacturer narrative:
The device was not returned for eval. The customer reported the prod to have been expired when it was used. The customer provided a lot number of 30707312005. This lot number is not a stryker lot number.

Event description:
While doing a hemorrhoidectomy, the introducer needle sheath broke apart during removal. All pieces of sheath were immediately removed from the pt, and no further treatment is required.